Event description:
In late 2008, a company representative reported the patient's physician called to report that the patient had mentioned, he was having concerns with his insulin infusion device. The representative said, the doctor did not think it was the device's fault but would like for someone to contact the patient to see if a clinical specialist could help. On follow up with the patient the same day, he stated he has been receiving repeated occlusion messages on his device and has experienced elevated blood glucose readings from 230 mg/dl to "hi" with his normal range being 110-120 mg/dl. He stated he has tried several things to correct the issue, including changing to a new box of infusion sets and using an insertion device, but continues to get occlusions. He stated he usually receives the error when he primes and boluses. He changes his insulin cartridge, tubing and headset every 3 days. He said his infusion set cannulas are not bent when he removes them. He has received the e4 errors while priming with a new cartridge and infusion set. Product was replaced and requested to be returned for evaluation.